Manufacturer narrative:
Manufacturer's investigation conclusion: the reported separation of the driveline¿s external silastic sleeve from the controller metal connector was confirmed via an abbott representative. A clamshell repair was performed on 20dec2022 to remedy the situation, per the account. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (rev. H) discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. The heartmate ii left ventricular assist system patient handbook (rev. G) also contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the silastin was pulling away from the distal end of the controller connector. Rescue tape was applied with good effect until a clamshell could be applied. A clamshell repair was schedule for 20dec2022.